Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.

Event description:
When the stent delivery system was taken from the packaging, it was noticed that 2mm of the tip of the stent was out of the outer sheath. It was noted that the tip was damaged. There was no mishandling of the product prior to opening. There was no defect on the outer box and the sterile pouch. The product was properly stored. The product was not clinically used. Another stent was used to complete the procedure.